Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the light source had an e207 is generated when power is turned on. The issue occurred during a preparation for use of an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, it is presumed that it was caused by a failure of the emergency light. In the event of an emergency light failure, some irregular external force may have been applied to the lead pin, resulting in damage or short-circuiting of the lead pin connection. However, a definitive root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.